Manufacturer narrative:
(B)(4).

Event description:
Pt had the procedure (B)(6) 2009. Pt was non-compliant and never had the hsg test. She complained of pain in her lower abdominal cavity. Physician requested the hsg test again and she failed to have it done. Through ultrasound physician found device had migrated or perforated the tube and was in the peritoneal cavity. Physician removed the device laparoscopically (B)(6) 2012 that was adhered to the omental fat in her abdominal cavity. Current status of pt is stable post removal.